Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited an occlusion alarm. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The examination of the device event history log showed multiple "high pressure alarm- downstream occlusion" messages on 25 july. Functional testing did not duplicate the reported problem but the device's downstream occlusion sensor was recalibrated to address the issue. Additional information received 5 november: no patient was involved.